Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 200 d ((B)(4)) was used in a colonoscopy. Upon a polypectomy, argon plasma coagulation was being used to treat the site when a bowel explosion occurred. A perforation and bleeding occurred. Endoclips were applied and the patient underwent further surgery to address the situation. Note: the apc and esu distributed to hospital in (B)(6) via an erbe subsidiary.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices (note: some unrelated service work was performed on the apc). In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the information provided involving the event, it appears that combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. Although very rare the complication can occur. Therefore, erbe provides a warning in the user manuals that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. No trends have been identified and erbe USA, inc. Is now closing the file on this event.